Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) to report that the synchroseal instrument was getting stuck, and surgeon had to manually open with their fingers. The caller stated the surgeon was saying the synchroseal instrument jaws were not springing back open and that they had to manually with their fingers open the jaws of the instrument back up. The tse recommend trying another synchroseal instrument, trying to move the instrument from arm 3 and the master tool manipulator (mtm) right over to arm 1 and master tool manipulator (mtm) left, or trying a hard reboot. The caller stated they may try and troubleshoot the issue after the case. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse tested the system and found no issues. The system was verified as ready for use. Isi did not receive the synchroseal instrument involved with this complaint to perform failure analysis.